Event description:
A reporter called to report that her inhaler for her albuterol is not working. She said only air is coming out but not the medication. She said, she has 3 of them all together and none of them are working. Reference report #mw5117625, #mw5117626.